Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: "medical device class 2 products and bd has products that cannot be sold at the lower units of measure. Based on the gudid database of how the products are registered. The customer wants to be able to sell at the lower units of measures. This affects our home care segment where there is a mismatch between reimbursement. Usage. And compliant packaging.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: "medical device class 2 products and bd has products that cannot be sold at the lower units of measure, based on the gudid database of how the products are registered. The customer wants to be able to sell at the lower units of measures. This affects our home care segment where there is a mismatch between reimbursement, usage, and compliant packaging.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The gudid database was reviewed and it was determined that the primary di number for this product was listed as the case level packaging (B)(4) units).  For this product it was determined that the shelf pack level packaging (100 units) is a more appropriate representation of the primary di number. The gudid database was updated to reflect the shelf pack primary di number. This complaint has been confirmed for the indicated failure mode incorrect labeling. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.